Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use/ mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Customer states the pen needles are remaining attached to the pen after the insulin is administrated and states he has to unscrew the pen needle with his fingers. Customer states their pen needle got stuck on the insulin pen. Customer does not want to return product- customer stated she will go to the pharmacy. Customer is not experiencing any symptoms, nor is any medical attention required at the time of call. Informed customer I would send him a return envelope and to please obtain new pen needles at his local pharmacy.